Manufacturer narrative:
Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. The preliminary investigation into the complaint lot has reproduced the customers¿ allegations of unexpected positive results and invalid negative controls with available retain kits. Based on complaint data and tests sold, the probability of a false-positive or invalid sars-cov-2 result with the use of the sars-cov-2 tests is estimated to be rare. A rare false positive result would not cause the test to exceed specifications or claims for test specificity. Taking the low rate of false positive occurrence and the low probability of subsequent patient safety impacts together, the false positives are unlikely to cause adverse transient or severe adverse events. Additionally, no harm was indicated in the current case. CAPA was initiated for this issue. Roche has advised customers to discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 test for use on the cobas® 68/8800 systems, lot j16978. The kit is now expired.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for 5 patient samples while using the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The alleged sample initially generated a positive result for sars-cov-2. The samples were retested on 3 different competitor assays (hologic panther fusion, leer, and an unspecified eua rt-pcr instrument) and generated a negative result for sars-cov-2. The results were not reported as this was part of a clinical trial study. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.